Event description:
It was reported by the customer that while using the device on a pt, the unit failed to power on with battery power. It was indicated that pt care was not compromised and there was no adverse affect on the pt due to this reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.